Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2021; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an internal device. The reason for the call was the caller asked about MRI scenarios. The caller stated that the patient may have a damaged lead. The caller indicated that the issue was reported via mpxr but did not have the report number at the time of the call. Tss did not ask for any other details as the event was reported. Tss reviewed MRI information with the caller. No symptoms were reported.

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to 3004209178-2024-14809. All information in this event and any future new information will be documented and submitted in that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports the cause is unknown at this time, patient's device is fully in discharge mode and rep was unable to interrogate patient's device. Patient reported a fall in the past. Date of fall is unknown. Rep reports the patient's surgeon will evaluate the patient for scs revision/replacement at a later time. No further action taken as of yet. No appointment dates as of yet.